Event description:
It was reported that the user experienced low glucose after skipping a meal, noted a cgm reading of 65 mg/dl while a contemporaneous fingerstick measured 102 mg/dl, and consumed juice as a corrective action before dinner; the user was advised that meal announcement was acceptable given the fingerstick result. Symptoms included hypoglycemia. Outcomes included use of oral glucose and resolution without escalation. Investigation included troubleshooting and education regarding glucose monitoring accuracy and corrective actions. Investigation of this case revealed a discrepancy between cgm and fingerstick values with unclear cause, and no device malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.